Event description:
It was reported that the patient underwent initial knee arthroplasty on (B)(6) 2016. Subsequently, the patient was revised due to instability on (B)(6) 2018. Tm femoral diaphyseal cone is the only tmt design controlled part.

Manufacturer narrative:
Device history records were reviewed for the tm femoral cone part number 00545001731, lot number 63199323 and no deviations or anomalies were found. The tm femoral cone was implanted for approximately 1 year, 5 months before being revised by dr. (B)(6). No details on the index surgery were reported. No information on the patient was reported (e.g. Gender, age, height, weight, activity level). No photographs, x-ray images or imaging reports were provided. The explanted device was not returned. Therefore, based upon the information that was reported, the engineering investigation is limited only to determining the compatibility amongst the components. The tm femoral cone was found to be compatible with both the mating femoral component as well as the stem extension that was implanted. Tm femoral diaphyseal cone is the only tmt design controlled part. This investigation by product development is considered closed at this time. Should additional information become available, this investigation may be re-opened.

Event description:
It was reported that the patient underwent initial knee arthroplasty on (B)(6) 2016. Subsequently, the patient was revised due to instability on (B)(6) 2018. Tm femoral diaphyseal cone is the only tmt design controlled part.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.